Manufacturer narrative:
Reportable near incident identified. Investigation in progress. The expected date of the next report is (B)(6) 2023.

Event description:
On (B)(6) 2022, bridges consumer healthcare received a spontaneous case from (B)(6) from angelini s.p.a. Who received the case on (B)(6) 2022. The verbatim of the case is as follows: this serious spontaneous case, manufacturer control number 2022-029198 is an initial report from germany received on (B)(6) 2022 from a consumer/other non health professional through diamed (de2302). This case report concerns a 24-years-old female patient, who applied thermacare lower back and hip (batch number and expiry date unknown) for unknown indication , from (B)(6) 2022 to (B)(6) 2022 for 6 hours. Concomitant medications and medical history were not reported. On (B)(6) 2022, 6 hours after thermacare lower back and hip initiation, the patient developed thermal burn, pain, blisters with epidermal loss due to burn (second degree), unspecified site. The consumer applied the heat wrap as per instruction. After six hours the consumer removed the heat wrap and discovered burns in three places and the skin detached upon removal of the heat wrap. The consumer further questionned why the heat wrap could cause such painful damage when used appropriately. Outcome: thermal burn : unknown, pain : unknown, blisters with epidermal loss due to burn (second degree), unspecified site : unknown. The action taken in response to the events was unknown. Reportable near incident identified. Investigation in progress.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress. The expected date of the next report is 11-jan-2023. On 18-jan-2023 angelini s.p.a. Provided bridges consumer healthcare additional information regarding the report. Angelini s.p.a. Received the information on 05-jan-2023. The verbatim of the report is as follows: follow-up received on 05/jan/2023 from qa department. Complaint number (B)(4). Butch code#: unknown. This investigation was conducted for an unknown lot number lower back hip 8hr product. There was limited device specific information provided. No batch number or return sample was available for evaluation. Without a batch reference number and/or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Per (B)(4), complaint trending guideline, effective date: 29-jul-2022, in section 3.2, the complaint was evaluated to identify any potential trends. A 36-month trend analysis will be conducted for complaints with an unknown lot number since the date of manufacture is not known for unknown lot numbers. The following complaint intake, triage, and investigation (citi) customizable search and trackwise digital (twd) were performed: citi scope: date contacted: 11/22/2019 through 03/14/2021/ manufacturing site: pfizer albany/complaint class: external cause investigation/complaint sub class: adverse event safety request for investigation twd scope: date contacted: 03/15/2021 through 11/22/2022 manufacturing site: angelini albany /complaint class: undesirable side effect / complaint sub class: adverse event safety request for investigation. The citi and twd search returned a total 92 complaints for lower back hip 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. A citi and twd search was performed for the subclass adverse event safety request for investigation for lower back hip 8hr products. Based on these citi and twd searches, the data did not show an increase over time for 36-months. The chart shows seasonal fluctuations. There is not a trend identified for the subclass of adverse event safety request for investigation for lower back hip 8hr products, refer to the 36-month attached trend chart for lbh adverse event 11-22-2019 to 11-22-2022. There is no further action required. Root cause investigation required? No. CAPA required? No. Based on the information provided, the event thermal burn, pain and blisters with epidermal loss due to burn (second degree), unspecified site as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare lower back and hip mentions that thermal burn could be an adverse event of this medical device, whereas it does not mention pain and blisters with epidermal loss due to burn (second degree), unspecified site. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided the causal relationship between thermacare lower back and hip and events is considered as possible. This investigation was conducted for an unknown lot number lower back hip 8hr product. There was limited device specific information provided. No batch number or return sample was available for evaluation. Without a batch reference number and/or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality-related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of burns. The manufacturing operations employ quality control procedures, including process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product.